Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in australia. Review of the most recent repair record determined that the device was not ratcheting; the comb was damaged. The comb was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the unit is not ratcheting, the ratchet (handle) was able to perform the up-and-down motion but got stuck on the mesher. It is unknown whether there was any patient impact or delay. During the investigation, it was found that the comb was damaged. Due diligence is complete and there is no additional information available.